Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on date (B)(6) 2011 at 06:24:30 with drain volume of 4210ml during cycle 4. The largest fill volume was 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed homechoice return instrument test/evaluation (rite) functional testing but the rite electrical safety analyzer testing passed specifications. The reported issue of an increased intra-peritoneal volume (iipv) event was confirmed in the event history log review. The cause of the iipv identified in the device log was determined to be insufficient drain, use error and tidal total uf removal set too low. Baxter will continue to monitor similar reports to determine if further actions are required.